Event description:
It was reported that bd alaris smartsite infusion pump infusion was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that back end of luer lock is leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed